Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse visited the site and replaced the vio integrated electrosurgical generator unit (iesu) due to customer reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the reported issue was not confirmed, though system logged a repetitive m-36 error; visual inspection and functional testing showed no issues. The complaint was not confirmed based on failure analysis. The probable root cause of the customer reported issue cannot be determined based as the issue was not replicated during the failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during da vinci-assisted sacrocolpopexy surgical procedure, an intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted an isi technical support engineer (tse) to report an error with the erbe generator. No troubleshooting was done as site switched to a third-party generator. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the erbe had inconsistent energy delivery. Monopolar energy was not working. Force triad was used as third party generator. The system functionality was checked upon powering on the system and the system initially powered on without errors.